Event description:
Fluff shedding - tampon [device breakage]. Case narrative: consumer reported via phone that the tampon was shedding fluff. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.